Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient from the cobas 8000 cobas ise module. The initial results were sodium 99 mmol/l, potassium 3.82 mmol/l, and chloride 139 mmol/l. The physician doubted on the results and the sample was repeated. The repeat results were sodium 139 mmol/l, potassium 5.07 mmol/l, and chloride 101 mmol/l. The sample was repeated on another cobas 8000 ise module. The sodium result was 137 mmol/l and the chloride result was 99 mmol/l. The sodium electrode lot number was n84. The potassium electrode lot number was v84. The chloride electrode lot number was c88. The expiration dates were requested but were not provided.